Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned from a competitor following explant. The patient later reported that the device was explanted due to the recall advisory for this model. Upon receipt, engineering calculations determined that this device did not meet expected longevity predictions.